Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia while using the pump, with glucose values rising from the 200s to a peak of approximately 327 mg/dl, and a subsequent supply change revealed significant air in the cartridge reservoir; troubleshooting and education were provided on correct cartridge preparation and pausing/resuming the pump. Symptoms included hyperglycemia with nausea and vomiting. Outcomes included a missed dose and a delay to therapy before insulin delivery was restored, with glucose decreasing thereafter. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with leakage or seal issues due to improper or incorrect procedure during cartridge preparation, implicating the reservoir as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.